Event description:
It has been reported to philips that a loud bang, flash and smoke were coming from the uninterruptible power supply (ups) and the system would not start. The issue was found outside clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, facility maintenance was working on the ac and a power line arced. As a result, the fuses in the schneider ups and the azurion system tripped. A philips engineer inspected the system on site and identified that two breakers had tripped, one inside the cabinet room and one in the electrical room. The breaker in the ups battery cabinet had also tripped, but he couldn't get it to reset. The engineer replaced the fuses and bypassed the ups. The system was returned to use in good working order. Investigation performed by the dc group ups engineer confirmed that the ups breaker tripped. Further investigation on the ups showed that it was the incoming power fuse that had been tripped. The dc group ups engineer replaced the incoming power fuse and confirmed that there were no other issues with the ups. The ups was put back online and functioning normally. Philips is closing this complaint and this event will be included in the post market surveillance trend analysis.